Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified that blood cultures were taken and the doctor stated there was nothing out of the ordinary growing. The patient still has the wound vac attached as the pocket is closing and healing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified that due to negative cultures, the physician determined there was never an infection. The physician determined that the patient started to pick at her incision and became a twiddler which caused the incision to open. It was also reported the patient is "doing well".

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs ipg was explanted and replaced with a different model and the patient is "happy".

Event description:
It was reported, the patient has an infection (with drainage) at his scs ipg pocket site. As a result, the ipg was explanted, the site was flushed/cleaned, a wound-vac was applied and the patient received intra-venous antibiotics. Cultures are pending. The lead was left implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.